Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 2/9/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: complaint product was returned in its original packaging. Upon evaluation all the components were correctly engaged, no assembly error and/or defect related to manufacturing process was identified. The plunger was in advanced position. Traces of lubricating material were observed in the device. The lens got stuck at the cartridge tube and the pushrod overrides it. The lens was too hard inside the device and it was not possible to remove it to verify the condition of the haptics. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. Manufacturing record review (mrr) was conducted and there was no discrepancy and/or deviation found. The product was manufactured and released according to specification. A search in complaint system revealed one complaint folder received for this production order number, complaint meets the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens had broken haptic. There was no lens and only one haptic of lens was inserted and removed as there was patient contact with cartridge only. There were no patient injury or interventions performed. No further information is available.